Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. A repeat test was performed and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: plesio and vibrio. The following information was provided by the initial reporter: " customer reporting on 10th june that they see false positive plesio and vibrio results on side a."

Manufacturer narrative:
Investigation summary: a "false positive" result complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer reported receiving false positive results on evp assay for vibrio and plesio. Field service was dispatched. Field service made adjustment to the left pressure plate. Instrument passed efc checks and was returned to the customer functional. No parts were returned to bd. Complaint is confirmed. Root cause cannot be determined with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. Bd will continually monitor for trend. H3 other text : see h10.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. A repeat test was performed and the result was negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: plesio and vibrio. The following information was provided by the initial reporter: " customer reporting on 10th june that they see false positive plesio and vibrio results on side a."